Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole twice, ruptured spleen and cracked ribs (due to CPR). CPR was preformed and patient responded. The leadless implantable pulse generator (ipg) exhibited a suspected failure and did not pace when patient become unresponsive. Leadless implantable pulse generator (ipg) interrogation revealed normal device function. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.